Event description:
It was reported that the patient's implantable pulse generator (ipg) experienced a partial reset and the data previous to the reset was no longer available. No changes were made and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.